Manufacturer narrative:
Block d2b: lgw, qrb. Block b3: exact date unknown, event occurred a week prior to the date the manufacturer became aware.

Event description:
It was reported that one of the leads had several contacts with high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was not returned.